Event description:
It was reported, that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted, that the left ventricular (lv) lead exhibited loss of capture. The lv lead was capped and replaced on (B)(6) 2023. The patient was in stable condition throughout the procedure.